Event description:
It was reported that the lead exhibited low impedance. The lead was explanted and replaced. The patient was doing well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that only the distal part of the lead was returned. The insulation was abraded at 33.8 cm to 34.2 cm from the lead tip. The damage found likely contributed to the reported impedance anomaly. The damage sustained resulted from clavicular crush.